Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a loudspeaker problem and that are no alarm sounds. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that speaker was faulty. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.